Event description:
It was reported that during setup prior to a surgical procedure at the user facility, foreign material was found in the sterile packaging of the product. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during setup prior to a surgical procedure at the user facility, foreign material was found in the sterile packaging of the product. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The engineering technician was able to confirm the reported event. The root cause was determined to be due to foreign material in the sterile pouch. As this is a single use, sterile device it is likely that this occurred during the manufacturing process.

Manufacturer narrative:
Evaluation in progress.